Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that high rv lead impedance was observed. The issue was resolved by re-opening the pocket and tightening the setscrew.